Event description:
"Problem noted during use. Pt received product despite isolex disposable set leak. Sterility risk to product since the set leaked during the procedure. The breakage was documented by the laboratory. Engraftment info not available to date, however, based on the cd34 dose the pt should achieve engraftment. Dose was acceptable so pt/donor not recollected/remobilized. Total cell dose infused; 2.21 x 10^6 cd34/kg., 01 10^7 cd3/kg. The product (mud donor) were collected in 2006 and 2006, held overnight, and pooled for selected set behind clamp module 2, tubing 8 with no error code. The product was recovered using cell recovery. Run proceeded with a new disposable set. Sample is available, it is used, and all viral markers are negative.